Manufacturer narrative:
(B)(4). Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device would not flush. The reporter stated that the infusion ¿will run fine,¿ but when the nurse tried to flush the line, she was ¿unable to flush¿ the device. This occurred during infusion in the pediatrics department. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 6.